Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported three false positive results with the ID now covid-19 assay performed on an unknown date. Although requested information regarding event date, lot number, initial sample swab types, swab usage, confirmation sample swab types, and additional patient information such as patient outcome and impact was not available. Repeat testing was performed on another instrument using the ID now covid-19 assay on one patient sample and generated negative results. Confirmation testing was performed for the three samples with the novodiag platform and generated negative results. Confirmation testing for this sample was repeated with the genexpert platform and also generated negative results. CT values were not provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.